Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became unable to successfully communicate with their external devices due to being inoperable. As the result, the patient may undergo surgical intervention to address the issue.